Manufacturer narrative:
Title: mesh-augmented versus direct abdominal closure in patients undergoing open abdomen treatment. Source: hernia (785-792), 2018. Article number: 22. Date of publication: 13 july 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6): according to the literature article reports, it was a study comparing surgical management of open abdomen patients with and without mesh. The vacuum-assisted wound closure and intra-peritoneal onlay mesh were compared to vacuum-assisted wound closure and mesh-mediated fascial traction. It was reported that there were 139 patients included in the study, "were" 50 patients underwent vacuum-assisted wound closure and intra-peritoneal onlay mesh, 34 patients were implanted with parietene mesh, and 11 patients were implanted with parietex mesh. The remaining 5 patients were implanted with a competitor mesh. And mesh-related complications reported include surgical site infections, partial mesh explantation due to persistent surgical site infections was necessary in 4 patients and intestinal fistula was reported 100 days after the open abdomen in 11 patients. (B)(6): it was also reported that there were 9 patients in total who suffered with complications; 6 patient with sepsis/multi-organ failure, 2 patients with underlying disease, and 1 patient with liver failure that led to death. Title of article: mesh-augmented versus direct abdominal closure in patients undergoing open abdomen treatment. Authors: g. Beldi, m. O. Jakob, c. Schwarz. Year published: 2018.